Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to implant loosening. Previous surgery is unknown, as well as complete information of original implant. During revision the surgery explanted the pre-existing baseplate, liner and humeral body assembly, and reverse humeral body configuration was updated with extension for humeral reverse body (pn: 1352.15.001) and reverse liner retentive +6mm dia40mm (pn: 1365.50.821). No further information regarding the other components of new prosthetic assembly was provided. Nonetheless, surgery has been completed as intended. Patient is male, date of birth on (B)(6) 1961. The event occurred in the united states.